Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
The physician decided to attempt a closure of an asd defect. During the procedure the physician balloon sized the defect and measured on ice and fluro imaging, and then decided to attempt closure with a 9-asd-022 device, lot# 5724972. He tried 3 attempts with the 22mm device and decided that he did not like the way the right atrial lay on the septum and decided to remove the device and attempt closure with a larger device. Then he decided to try the 9-asd-024, lot# 7035909. After un-sheathing the disc 1 time and not liking the appearance of the right disc again he re-sheathed and rotated the delivery sheath for a different angle and when unsheathed the device the second time the left atrial disc appeared cobra shaped on fluro imaging. He then re-sheathed the left disc and un-sheathed the left disc again hoping to fix the shape and the left disc continued to have the cobra shape when unsheathed into the left atrium. He then decided to re-sheath the device and remove it from the patients body, and try one last time with the next size larger device, the 9-asd-026, lot # 7345251. He hoped the larger disc of the 26mm device would have a better orientation on the anatomy of the septum. Dr. Almomani attempted placement 3 times and was unable to orient the device that looked like it was a good fit, so he decided to abort the case. There was no negative consequences to the patient and there were no unusual significant delays in the procedure.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.